Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was ranged from 350-382 mg/dl. Reportedly, customer resumed insulin delivery and massaged the site to resolve the event. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. The infusion set was changed and insulin delivery was resumed.